Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - a partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat the left atrium with ablation. During advancement of the ablation needle in an attempt to cross through transeptally to the left atrium the needle went through the side of the sheath. When the whisper guide wire was advanced with the needle it was observed that the devices did not exit the distal tip but through the side of the sheath. The guide wire was pulled back, without resistance; however, the tip of the guide wire was observed to have separated. The guide wire tip migrated from the left atrium to the right atrium and then into the pulmonary artery. A snare device was used to successfully capture the separated tip which was then removed from the anatomy. The procedure carried on without any further issues and the patient outcome was successful. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.